Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported to be stable post-reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for a right common iliac artery aneurysm with an afx2 bifurcated stent graft and two ovation ix iliac limbs. This case is outside the indications of use (off -label) due the use of afx with ovation devices, and due to the lack of an abdominal aortic aneurysm (aaa). At the end of the initial procedure there was a possible type ia endoleak identified in the left common iliac. The physician elected to monitor the patient and perform a 30-day computerized tomography. Subsequent to the initial report, additional information was provided reporting that reintervention was completed with coil embolization of type 1a endoleak in the distal aorta and rcia/lcia. The type ia endoleak successfully sealed. The final patient status was reported to be stable post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, there were no clear measurements of the distal common iliac arteries to definitely call this case off label. There appeared to be some distal aortic aneurysmal dilation, unable to state no aaa definitely. The endoleak was defined in the operative notes as filling from the left common iliac artery, hence the endoleak was a type ib not a type ia. The final patient status was reported as being discharged same day after a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: medical device problem codes - removed 3190.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for a right common iliac artery aneurysm with an afx2 bifurcated stent graft and two ovation ix iliac limbs. This case is outside the indications of use (off -label) due the use of afx with ovation devices, and due to the lack of an abdominal aortic aneurysm (aaa). At the end of the initial procedure there was a possible type ia endoleak identified in the left common iliac. The physician elected to monitor the patient and perform a 30-day computerized tomography.